Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed for an evaluation. The reported complaint could not be reproduced; however, review of the device logs confirmed the reported complaint. The customer replaced the internal battery before sending the device to resmed for evaluation. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of the incident.